Event description:
It was reported by the rep the device was used during a laparoscopic oophorectomy. It was reported the tsb35 did not fire. The device did lock down but the firing trigger would not advance. The firing trigger was stuck. The surgeon was able to release and reposition, but the trigger was still stuck. The surgeon opened a new device and there were no patient complications. There was no consequence to the patient.